Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (b(6)2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted they removed the fat containing hernia and its sac contents and cleared off some of the weakened fascial tissues and removed some of the old mesh in piecemeal fashion. There was also a small hole approximately 1 cm to the left lateral side of the fascia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.